Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a company representative (rep) regarding a patient with an implanted infusion pump getting morphine, concentration of 20 mg/ml and dose of 8 mg/day. It was reported that during a refill last week, it was noted that there was a discrepancy in the reservoir volumes. Patient stated not getting relief like before, was taking more oral medication. Patient stated she might have fallen, was scheduled for a spine surgery today and a catheter revision was added on to assess the catheter. Hcp was unable to aspirate via the cap. He replaced part of the tip segment and connect to the old segment. Then he was able to aspirate without difficulty. It was noted the catheter had slipped out of intrathecal space and was in sub-q tissue. The issue was resolved at the time of report, the patient status is alive no injury.